Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up keypad button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under the up key contact.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down keypad button is intermittently unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.